Event description:
The device was applied during a laparoscopic hernia repair procedure. Reportedly, the instrument would not fire. The hosp has reported that no pt injury occurred. Date device expires: 5/31/2001.